Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was unable to be interrogated. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of no inductive telemetry was confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device had no telemetry. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information received notes that the pacemaker was explanted and replaced. Besides, the atrial lead had dislodged resulting in high capture threshold and reduced sensing. The atrial lead was reprogrammed on (B)(6) 2024 and later on was explanted and replaced. The patient experienced no consequences.